Event description:
Pt was revised to address hip pain attributed to positioning of the cup on initial implant.

Manufacturer narrative:
Examination of the returned item finds nothing outward to suggest product error regarding the reported event. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time.